Event description:
Pt was hospitalized for hypoglycemia sometime in february 2003. Pt reports that the night before they had set the device near a wet sink. Pt was wearing suspect device at the time. Pt has continued to wear the device since then without further incident.